Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, the patient had a left knee replacement. Approximately 8 years and 8 months after the initial procedure, the patient had a left knee revision. The patient has suffered the following injuries and complications: daily pain and discomfort. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report diagnosis: degenerative joint disease, left knee, status post total knee arthroplasty with large cyst and wear of poly. Kneecap was everted and marked fluid was expressed. At this point, extensive debridement was done. Cultures were obtained. Tissue was sent to pathology, which showed no acute inflammation. After appropriate releases, the poly was exposed and the old poly was removed. This cyst was excised circumferentially and a large fluid sac was removed. Again, cultures and tissue have been obtained. We began evaluating the joint, the poly showed wear on the patella. It was mild to moderate in nature. The femur and tibia were completely intact with no evidence of loosening. The patient was awakened and taken to recovery room in good condition. Unable to locate patient/serial number in ebi. No serial numbers available. Historical record and smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.